Manufacturer narrative:
The insulin pump was received burnt case and battery tube. Unable to perform functional testing including operating currents, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test and self-test due to pump being received burnt. Per research and development the maximum temp inside the case during the testing with a test insulin pump and has a battery tube that has a short would not cause this type of physical damage. This temp was not hot enough to cause visible signs of melting or other deformations. This proves that the burn marks on the insulin pump was caused by an outside source. Unable to cut open the insulin pump and perform visual inspection due to insulin pump preservation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that the insulin pump over heated and melted at the bottom of the screen. The customer's blood glucose was 83 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.